Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual increase in shock lead impedances to high, out of range values, likely related to calcification. The concern was a truncation of biphasic waveform would delivered shock impedance exceed 145 ohms. A commanded shock to help determine the delta between the daily measurements and delivered shock was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.